Event description:
Per the clinic, the patient experienced a skin overgrowth and persistant discharge on the abutment. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported). However, the issue did not resolve. Additional information has been requested but has not been made available as of the date of this report.